Event description:
It was reported that the communicator was observed to be emitting a burnt smell. A boston scientific company representative performed the troubleshooting with the patient and opted to replace the entire system. The communicator was deactivated. No adverse patient effects were reported.